Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the pump was visually inspected and connected. Suction alarm reproduced and low flow observed .5 l/min. No kink observed. Biomaterial around impella blades observed which sucked from patient when pump started. The root cause of the low pump flow was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp device had low flows of only 0.5 l/min. And suction events. The activated clotting time (act) was 230 and an additional 1,000 units of heparin was given. It was decided to explant the device and replace with a new impella pump.